Event description:
On may 1, 2012, intuitive surgical received a copy of (B)(6) report from (B)(6) on behalf of (B)(4). The report was submitted by (B)(6) hospital, concerning injuries sustained by the patient during a da vinci s periaortic lymphoidectomy procedure. The following event description was provided: please note: there are 2 incidents - both occurred to the same client during the same surgery. Incident 1: robot arm 1 holding scissors (monopolar curved scissors) moved by itself and punctured the aorta causing 2 holes. Surgeon's head was in position and was opening the mouth of the scissors when the arm moved down toward the patient's aorta. Surgeon repaired the aorta and resumed robotic surgery. Incident 2: small hole found on the tip accessory cover of the scissors that created a third hole in the aorta from heat transfer. Hole was repaired and robotic surgery continued. Report submitted by (B)(4) dated 2012/03/29 the da vinci s system was verified by a technical support representative ((B)(4)) to determine if the problems come from poor functioning of the da vinci s system. MFR report 2955842-2012-00228 has been submitted concerning the 1st incident that occurred during the surgical procedure.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Several attempts have been made to the site to verify additional information concerning the reported event. However, no response has been received. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received.

Manufacturer narrative:
On (B)(6) 2012, intuitive surgical received additional information from (B)(6) at (B)(6) (distributor). (B)(6) indicated that he followed up with (B)(6) and the site reported that the patient is healthy and has resumed normal activities. Per (B)(6), the site indicated that damage to the patient's aorta was repaired with sutures. (B)(6) indicated that there is no video recording available of the planned surgical procedure.